Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s mother stated she came home from work and found the patient lethargic, unresponsive with a body temperature in the 80s. She stated that the cgm was displaying 130 mg/dl but his bg with via finger stick was over 600 mg/dl. Emergency medical services (ems) was called and the patient was taken to the emergency department where his bg was 782 mg/dl. The patient was hospitalized for 48 hours for diabetic ketoacidosis (dka) and was treated intravenous (IV) therapy and insulin. At the time of contact, the patient was doing okay. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.